Event description:
It was reported that, while the customer was playing soccer, the pump touch screen became shattered and unresponsive. Customer¿s blood glucose was 82 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.